Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿plug¿ came out of the spike into the drip chamber while priming a clearlink continu-flo solution set. This occurred during a set integrity test with a sigma spectrum pump, the reporter stated that there was significant resistance while attempting to prime and then the resistance disappeared when the ¿plug¿ appeared. The set was cut 8 inches below the drip chamber for an anti-siphon valve and glued in place with cyclohexanone. No fluid would enter the set until the particle released and then the set was able to be primed. There was no patient involvement. No additional information was available.

Manufacturer narrative:
This lot was manufactured 09/27/2016 - 09/28/2016. The device was returned and an evaluation is complete. Additionally a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted on the actual device. Visual inspection of the photograph noted particulate matter in the device. The set was cut 8 inches below the drip chamber for the assembly anti-siphon valve and glued in place with cyclohexanone. According to pictures sent by the customer a particulate matter was noticed inside the drip chamber, however, the plug separated into pieces when attempting to drain the fluid from the set and it tried to go into the anti-siphon valve that had been installed. The reported condition was verified. Since the particulate matter was not discovered on the actual device, the composition of the particle could not be determined. The cause is determined to be related to the material used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.